Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found moisture damage on the j3 pins. The receiver was charged and unable to boot up. Functional testing and download retrieval were unable to be performed due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker was activated. The complaint confirmation was unable to be determined. A root cause could not be determined.